Event description:
It was reported that cadd legacy pump alarmed, air in line. No patient injury reported.

Event description:
Additional information received on 13-may-2022 via email and attached to complaint object: no patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, air detector was tested on the pressure station and messages displayed air in line detected and alarmed. The reported problem was confirmed. The root cause of the reported issue was a defective air detector. Air detector was replaced.